Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited high impedance and unspecified capture issue. No intervention was performed. The patient was in stable condition and will be continue to be monitored.